Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a recently implanted implantable pulse generator (ipg) did not record any data and the implant detect could not be completed. The pacing lead exhibited low impedance values in bipolar mode. Both the lead and device remain in use. No patient complications have been reported as a result of this event.